Event description:
The device was implanted on (B)(6), 2021. The patient underwent a revision procedure on (B)(6), 2021. Patient information: age: 32 years. Height: 164 centimeters (cm). Weight: 55 kilograms (kg). Gender: female.

Manufacturer narrative:
Manufacturing and quality control data the m.blue® was manufactured by a qualified employee on april 2021. Deviations during assembly did not occur. The product was finally tested as article fx800t and released for packaging and sterilization and was sterilized by miethke. The m.blue® has a normal pressure range of 0 to 40 cmh2o. A fixed opening pressure of 0 cmh2o in the horizontal position (differential pressure unit) and an additional adjustable gravitational unit of 0 to 40 cmh2o in the vertical position. Both realized in one valve. The parameters after completion of the valve assembly were tested at a flow rate of 5 ml/h or 50 ml/h at the gravitational unit set pressures and 0, 10, 20, 30 and 40 cmh2o at the differential pressure unit of 0 cmh2o, and were found to meet specifications. All tested parameters were assessed according to specifications. Visual inspection the following observations were made during the visual inspection: - no visual defects detected. Permeability test the test showed that the m.blue® is permeable. Computer control test the valve operated within the specified tolerance. Braking force and brake function test the braking force of the gravitational unit of the m.blue® was within the specified tolerance and the brake function operated as expected. Internal inspection of product after dismantling of the valve, minimal deposits were found in m.blue®. Results based on our investigation results, we cannot identify a [?]slowed outflow" on the valve however, we assume that the deposits found within the valve may have temporarily caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Small amounts of non-visible deposits/proteins might be compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a m.blue 0 valve (part # fx800t) was implanted during a procedure performed on an unknown date. According to the complainant, the device was believed to be operating in under-drainage. The patient underwent a revision procedure on an unknown date. The complaint device has not been received for evaluation by the manufacturer. No patient complications were reported as a result of the revision procedure. No patient data available.